Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and hyperglycemia.

Event description:
Dexcom was made aware on 07/10/2017, that on (B)(6) 2017, the patient experienced an adverse event. Date of issue is an approximation. The patient reported that they experienced a high blood sugar event that resulted in diabetic ketoacidosis and was transported to the hospital via ambulance. It was indicated that the patient was hospitalized from (B)(6) 2017. At the time of contact, the patient was doing well. There was no allegation of malfunction against the device. The patient stated that their device was alerting her appropriately. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.